Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact forgot to fill their cartridge with insulin during the load process. While troubleshooting with tandem technical support, the contact reported not observing insulin coming from the end of the tubing during the fill tubing step. The pump then requested a minimum of 50 units during the load process. Contact filled cartridge with insulin and entered the fill tubing step again, but declined further assistance with tandem technical support. There was no impact to the customer's blood glucose level.